Event description:
Patient was put on support in the operating room. When on support for 5 minutes, the system alarmed air detected. While investigating the air alarm, venous cannula slipped out, and then arterial line was clamped. Perfusionists then retrograde primed the venous line and in the process of doing so, the system would not flow, but rpm's did appear on the screen. They had it set at approx 2500 rpm, and it would flow about 1.2 liters for a few seconds and then cycle down automatically to 0 flow. This happened several times when they attempted to turn up flow. They did not observe a zero flow alarm or see a flashing red light on the ch. They subsequently visualized a box on the screen that read "zero flow probe" during this time, the screen was locked and they could not zero or change settings in any way. Finally, they turned the dial down to 0 flow, and were able to zero the flow probe and flow was reinstituted. Patient was without support for a short period of time, and then it was restarted. (B)(4).